Manufacturer narrative:
Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #1002114 h3 other text : device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a "kink" alarm occurred frequently after a CT scan. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid. UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer; however, despite our best efforts, no information has been received. If any pertinent information is received in the future, a supplemental report will be submitted complaint record ID # (B)(4).

Manufacturer narrative:
A portion of the catheter tubing and membrane was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath tubing was observed to be ribbed along its length. The returned sheath was not a maquet product. A non maquet guide wire was also returned. The sensor cable was cut from the iab and not returned. No kinks were observed on the returned device. The reported kink cannot be confirmed by the evaluation. However, we are unable to conclusively determine the presence of a kink due to portion of the iab not returned. Reference complaint #(B)(4).

Event description:
N/a.